Event description:
Health professional reported that "within mins" after injection into the lips with juvederm ultra xc, a pt developed angioedema at the injection site. Reporter stated that the pt was treated with 50 mg oral prednisone on that day as well as 25 mg for a few days following. The swelling is reported as having since resolved and the pt has been advised to not have dermal filler treatments again. Pt is reported to be "happy now, but disappointed". Reporter stated that the pt does not usually have any allergies, however, the pt has had previous swelling reactions to hyaluronic acid fillers.

Manufacturer narrative:
(B)(4).